Event description:
The customer reported being hospitalized due to high blood glucose of 410mg/dl. The customer was experiencing unexplained high blood glucose for several days. The customer stated that he treated his high glucose level with an insulin pen. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer also mentioned having bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.